Event description:
Approximately two years following implant of the excluder bifurcated endoprosthesis, the pt presented with an aneurysm rupture. During the procedure the surgeon found that the aortic extender was loose. The excluder devices were explanted and a prosthetic singular graft was implanted. Pt died in 2005. Cause of death hypovolemic shock complicated by aaa rupture.